Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device displayed an error code 13-1033-129. There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b21, annex c: c21, annex d: d16. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? Annex a: a1801, a040502, a0709, a1102, annex g: g04037, g04067, g0301204, g0200802, g04088, annex b: b01, annex c: c0601, c0201, c10, annex d: d15. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of a channel error code 13-1033-129 could not be confirmed through a review of the logs or replicated during laboratory testing. Internal inspection observed contamination and corrosion inside the rear case, bezel assembly and components on the logic board. Laboratory testing of the returned pump module showed the device passing all alaris system maintenance tasks. The functional test performed with an estimated duration of 20 hours don't cause a channel error. The asm analog sensor task was performed for both pressure sensors and were found to be within of specification. Review of the pump module error log showed no errors were recorded on the reported event day. The error code 240.4150.5 (sensor broken high failure) was recorded on 26 december 2024; at 2:32:34 pm, which indicates failure in bottle side pressure sensor system. The error code 221.2010.0 (comm_watchdog_failure) was recorded seven (7) times in a single day and the code 260.4120.0 (sensor_supply_low_voltage_failure) four (4) times on the same day during a boot up. However, due to log limitations, it was not possible to determine the specific day and time these codes occurred, they are estimated to have happened between january 19, 2025, and january 22, 2025. Review of the event log showed an infusion with rate of 100ml/h and vtbi=50ml was loaded on 16 january 2025 at 2:40:08 am with an expected duration of 30 minutes, at 2:41:46 am the pump alarmed for occlusion and was restarted at 3:03:49 am. Between 5:05:29 am to 2:13:23 pm three (5) infusions were loaded but only three (3) were completed successfully. At 4:07:05 pm the suspect pump module was turned off. The last use of the suspect pump module on the reported day was between 9:05:48 pm and 10:47:05 pm, where two (2) infusions were programmed and only one was successfully completed. There are no records of more infusions during the reported day nor of any errors or abnormal events. Per the bd alaris channel error tipsheet: the bd alaris¿ modules run self-checking programs prior to and during operation. A channel error message means the device has discovered an error either in the affected channel hardware or software. Operation on the affected channel stops; other infusing channels will not be affected. To silence the alarm and continue unaffected channel operation, press the confirm soft key. Obtain a new module. Operation of the affected channel stops. It may be necessary to utilize the restore function on unaffected channels that may have been attached and reattached to the bd alaris¿ pc unit during the alarm state. Return the affected module to your facility¿s biomed department. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device displayed an error code 13-1033-129. There was no patient involvement.